Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump had ¿failed¿. Specifics of the alleged failure were not provided. The patient and the pump were unavailable for troubleshooting at the time of the call to animas. Customer technical support made multiple attempts to follow up with the reporter to complete troubleshooting, without success. This complaint is being reported based on the allegation that the pump was not functioning as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.